Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump kept alarming air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the customer reported ¿air in line alarm¿ was unable to be reproduced. Instead, evaluation encountered a ¿reload set¿ alarm with a loaded set. A review of the event history log revealed multiple ¿reload set!¿ messages during the last days of customer use. Reload set! Alarm message can occur with "tube not properly loaded in air detector" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was determined to be a reload set alarm. The cause of the condition was determined to be a damaged ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. A reload set alarm would not lead to a death or serious injury if the malfunction were to recur because this alarm occurs upon pump-tubing set-up (tubing loading) and would result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.